Event description:
It was reported that the lead was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively. Further information was received that the fractured lead was the l5 lead and not the s1 lead as previously reported.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found had a kink on the outer tubing and all of the internal lead wires broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient was not getting adequate therapy due to high impedances on all contacts of the s1 lead. Programming was attempted without success. As a result, surgical intervention may occur to address the issue.